Event description:
Reportable based on analysis completed on (B)(6) 2014. It was reported that an error code occurred. The patient was undergoing a radiofrequency ablation treatment of a tumor located in the liver. A 3.0/15/15 leveen coaccess electrode was positioned in the liver. An error message e03 occurred when the rf power on the rf3000 generator was set to 30w. The physician confirmed the electrode was in the tumor; however, the error continued to occur after a few attempts. The device was exchanged and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed the tines were difficult to extend and retract.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the electrode and cord were received. Residue was present on the device indicating handling/ use. The tines were fully retracted. The cord was without issue. Some resistance was noted during functional testing when extending and retracting the array due to heavy residue in the device. The tines were found to properly formed and evenly spaced. A second functional evaluation was performed by measuring the conductivity and the electrode was able to conduct current indicating proper connectivity at 0.6 ohms. The cord was then attached to the electrode and the conductivity of the combination was measured to be 0.7 ohms. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).